Manufacturer narrative:
Siemens became aware of the reported issue on september 11, 2015. The investigation is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer informed siemens on (B)(6), 2015 that when performing two independent plans with their own planning isocenter on one CT dataset, their workflow is to check that the planning isocenter and the machine isocenter alignment is equal to 0,0,0. They had no problem with plan number one (1). They reset the patient to the second isocenter and perform the 2nd cone beam CT (cbct), select plan number two (2) isocenter and align to the machine isocenter. The co-ordinates at this time will show a variety of answers but never 0,0,0. The customer's workaround for this issue is to perform a second auto-registration and aligning, where they get the expected 0,0,0 result every time. There is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).